Manufacturer narrative:
Continuation of medical devices: 5524m45 lead implanted: (B)(6) 1994.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to an unspecified malfunction. During the replacement procedure, it was noted that there was new fluid collecting in the pericardium consistent with a pericardial effusion. A tamponade subsequently developed, and a median sternotomy was performed in order to access the pericardium. Upon opening the pericardium, a perforation was discovered on both the superior vena cava and the anterior wall of the right ventricle. The effusion hematoma that had developed was evacuated, and the perforations were treated. The procedure was subsequently completed. No further patient complications have been reported as a result of this event.